Event description:
Boston scientific received info that (B)(6) post implant the pt experienced a new onset of atrial fibrillation and the device was retested. Upon testing it was noted that the right atrial (ra) threshold measurement had increased and there was loss of atrial capture; however, under fluoroscopic imaging the lead appeared to be in the same position. A lead revision procedure was performed and the ra lead was successfully repositioned. No specific measurements were provided and no adverse pt affects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.